Manufacturer narrative:
Device evaluated by manufacturer: unit returned with its original pouch. The unit returned has coil damage, as part of the overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents: the coil unraveled at 238.4cm to 238.7cm approx. From the proximal end. All the outer diameter (od) and guidewire overall length were compared and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that coating issue occurred. A 035/260 (bx/5) amplatz super stiff¿ guide wire was selected for use. During the procedure, the physician noted that part of the wire coating started to come off in a certain area. The physician stopped using the wire and removed the device without any device coating left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that coating issue occurred. A 035/260 (bx/5) amplatz super stiff¿ guide wire was selected for use. During the procedure, the physician noted that part of the wire coating started to come off in a certain area. The physician stopped using the wire and removed the device without any device coating left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).